Event description:
Additional information received from a healthcare provider (hcp) reported that the patient underwent percutaneous tibial nerve stimulation (ptns) and still the device was not working. The cause of the device not working was determined to be the patient had fallen a few times and then the device stopped working.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v562249, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they had fallen 3-4 times in the past year or more and that they had experienced a loss of therapy. It had not been helping. The patient stated it was "not working since [they] had fallen so many times." The patient had gone to a health care provider (hcp) about a year prior who checked the device and said it was not working. The device was turned off at the time of report and had been turned off ever since they had said it was not working. The patient's indication for use of the stimulation system was urinary dysfunction/ sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.